Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Device also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. Unable to perform functional test due to blank display. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother reported via phone call that the device had a blank display. Customer' blood glucose was 204 mg/dl. Device had been exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.